Manufacturer narrative:
The t:slim x2 user guide states: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) of 710 mg/dl and diabetic ketoacidosis. Customer was treated with manual injections. The customer alleged the pump was not delivering insulin. A partial pump system check was performed and the only issue found was the pump time setting was off by one hour due to daylight savings time. The customer did not believe the time setting issue was the cause of bg. Tandem technical support educated the customer if there were a pump issue, alerts or alarms would occur. The customer was released from the hospital the following day with the issue resolved.